Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The following was reported via medwatch (B)(4): surgeon was using a stryker 1806-4260s orthopedic 4.2x 340 mm ao non-sterile drill bit during an open reduction internal fixation (orif) of the distal femur when the tip of the drill broke off in the distal femur of the patient. The surgeon stated that it would cause more damage to try to remove the tip than to leave it in the femur. 5.5 cm is the length of the tip of the drill bit that broke off and remained in the patient.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The following was reported via medwatch (B)(4): surgeon was using a stryker 1806-4260s orthopedic 4.2x 340 mm ao non-sterile drill bit during an open reduction internal fixation (orif) of the distal femur when the tip of the drill broke off in the distal femur of the patient. The surgeon stated that it would cause more damage to try to remove the tip than to leave it in the femur. 5.5 cm is the length of the tip of the drill bit that broke off and remained in the patient.